Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. The insulin pump passed self test, no display or screen anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion prime, excessive no delivery alarm and displacement test. No prime anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not performed. The device was returned for analysis.